Event description:
The patient contacted animas on (B)(6) 2013 reporting that they loaded a new cartridge into replacement pump and it did not load correct amount. The patient stated that he filled to 200 units and it usually loads to 175-180 units however, this time I loaded to 128 units and the prime history confirmed record for prime 2.0 units. The patient stated, he did not see any insulin drip out during load step however, when he went to prime it took only 2 units to see drops. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that on (B)(6) 2013 at 18:13, a cartridge with 129 units was loaded into the pump, and then at 18:40 a 2.0 unit bolus was performed, and the black box showed 127 units remained in the cartridge. During testing, a rewind, load, and prime sequence was performed with no issues. A cartridge with 100 units was filled and was recognized correctly by the piston. The force sensor was found to be within calibration. The pump cover was removed and there were no issues found with the force sensor assembly. The complaint could not be duplicated on investigation.